Event description:
Physician reported that the catheter broke approximately 20 cm from proximal end during a normal procedure. A cordis sheath was used and the catheter was not manipulated. There were no complications or injury.